Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurry vision, difficulty seeing driving. The lens was exchanged for another lens model 06 months 01 day following the initial procedure. Clinical reason for explant was mentioned as positive dysphotopsia & general dysphotopsia.

Manufacturer narrative:
The product was not returned for analysis. Company lens was replaced with monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).